Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A survey was conducted where the hcp responded with the following information: splint was torn or partially torn with non-visible product number. The first device opened was not used on patient because it was deformed. After the surgery, the patient experienced seroma, skin blistering or ulceration, skin irritation, fistula, prolonged impaired sense of smell and scarring. There was also biofilm formation and septal abscess.